Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.

Event description:
It was reported by patient, "I need replacement hip part numbers to have the plastic in hip replaced. Both doctor and hospital have destroyed their records." It was further reported that x-rays show wear.